Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case, there was a damaged to a non-cannulated solera driver. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The cable (lot# 140131) was returned for analysis. Analysis found that the tip of the driver had been broken off. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the tip of the screwdriver broke while driving into patient bone. It was noted that the patient had hard and dense bone and as the screw was advancing the tip sheared off inside the screw tulip head. The surgeon was able to remove the screw containing the instrument fragment and implanted a new screw. It was noted that the breakage occurred while implanting lumbar pedicle screws.